Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 12/2024).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. It was further reported that the balloon was allegedly difficult to remove. The procedure was completed by using another device. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured at 20 atm. It was further reported that the balloon was allegedly difficult to remove. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter inserted in a cordis introducer sheath was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers, bifurcate or glue fillets. During functional evaluation, the balloon was fully deflated and attempted to be removed from the sheath but was unsuccessful. Bunching was noted proximal to the sheath hub. No further functional testing was performed. Therefore, the investigation is confirmed for the reported sheath removal difficulty as the catheter was received inserted in an introducer sheath and an attempt to the remove it from the sheath was unsuccessful. The investigation is inconclusive for the reported balloon rupture as the balloon was stuck in the sheath and unable to be taken out to be evaluated. A definitive root cause for the reported balloon rupture and sheath removal difficulty could not be determined based upon the provided information. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.